Event description:
Had hernia surgery in 2002, prolene mesh was used, had problems in 2006. Went to a hernia doctor in 2007, and he said to try aleve to use for pain management. Went to the hospital the same month. Because of severe pain. Had pain from november to present. It feels like a prickly wire brush. Recommended to get a family doctor closer to home. Had to stand for long periods of time couldn't still and still bothers to sit at times. Dates of use: 2002 - 2007. Diagnosis: hernia.